Event description:
It was reported to philips that the device experienced a recurring charge shock failure during operational testing. It was noted that the customer had already attempted to replace the therapy cable and test load in an attempt to troubleshoot the issue but the failure remained. There was no patient involvement.